Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 neonate patient tested for elecsys ferritin (ferritin) on a cobas e 801 analytical unit. The initial result was > 2000 ug/l. The customer observed clots in this sample. A new sample was obtained and a sample alarm was produced. A numeric result was not received. The sample was transferred to a micro cup and the result was 0.831 ug/l. The sample was repeated and the result was 454 ug/l.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.